Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The sample consisted of one catheter of product 14.5 fr tal palindrome with slots catheter, 19 cm implant length and 36 cm overall length. A visual inspection was performed and a cut was found on the tubing approximately 1 cm above the cuff. The bifurcate did not present any issues. The sample was submitted to an underwater test and bubbles were detected. The bubbles were coming out from below the hub, from both lumens which correspond to the venous and arterial extension. As per the instructions for use, the catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The most probable root cause can be due to excessive force. A corrective action is not applicable at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y junction (bifurcate). The catheter placement date was (B)(6) 2015. The removal and replacement date was (B)(6) 2015. The catheter was in the patient for 2 months. There was no injuries or issue with the health of the patient.